Event description:
It was reported that prior to an unknown procedure, the powered device' jaw was a little deformed to be assembled with the reload. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded and removed without any difficulties during testing. The reported event could not be confirmed as no damaged jaw was noted during visual and functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.